Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a high pressure shunt implanted due to hydrocephalus. According to the report, the high pressure shunt had a drainage problem and was explanted sometime in (B)(6) 2014. Reportedly, the patient's shunt was replaced with a strata valve.